Event description:
It was reported that the intellivue mx450 patient monitor indicated an alarm issue. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed there was no failure with the device, as the unit operated to specification with no failure. The fse reported the customer wanted to change the alarm setting. The unit operated to specification with no failure. The device remains at customer site.

Event description:
Alarm issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).